Event description:
The customer reported that the monitor was making noise and the system would not generate a x-ray.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep replaced the p6 and p7 on the power signal interface pcb. He removed and replaced the x-ray switch assembly and interconnect cable. The system performs as intended.